Event description:
Following an uneventful novasure endometrial ablation the physician did a post hysteroscopy and found a "very small piece with overlaid gold which appeared to be metallic" remaining in the cavity. The physician removed the object with graspers "without patient injury." The patient was discharged home. On (B)(6) 2012, it was reported that the patient is "fine."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).